Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion occurred on an ilet system using an infusion set, interrupting a meal announcement and delivering only 51% of the intended dose; insulin delivery was later resumed and the event resolved after a full supply change, with no issues noted on the infusion set, cartridge, or connector upon replacement. Symptoms included hyperglycemia with a reported blood glucose of 312 mg/dl and no associated clinical symptoms. Outcomes included transient elevated blood glucose for a couple of hours without use of backup therapy, without ketone testing, and without medical intervention or hospitalization. Investigation included customer troubleshooting and education along with follow-up to confirm supply change and post-event glycemic stabilization. Investigation of this case revealed an occlusion alarm consistent with an insulin delivery blockage that was cleared by replacing disposable components, and subsequent glycemic control stabilized. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to disposable infusion components that resolved with supply replacement.